Event description:
It was reported that a philips sonicare protectiveclean 4500 powered toothbrush produced a spark/flash while charging. Consumer confirmed that no injury occurred. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.

Manufacturer narrative:
B3: the event date is approximate. G3: the complaint was received from a consumer in australia. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event. The case is being conservatively reported as the allegation related to sparking would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur.